Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact on the customer's blood glucose level. Technical support informed the caller that the pump's reset was a routine safety feature to ensure performance, and the pump was functioning as intended. The caller understood the information and acknowledged that operations such as restarting dexcom cgm sessions and reloading cartridges are required after a reset. The customer successfully resumed insulin delivery.